Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by using multiple daily injections. Customer did not require third-party medical assistance. Technical support decided to send a replacement pump, ensuring it had updated software. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.